Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. When olympus medical systems corp. (Omsc) checked the component change history of the device, it was confirmed that the design of the printed circuit board was changed for the event that the endoscope image was not displayed in combination with the olympus 180 series endoscope. This change was implemented on april 16, 2018, and this device was before this design change. Therefore, omsc assumed that the reported event was caused by operational amplifier failure on the printed circuit board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found following: the reported event was reproduced. As a result of combining this device with an olympus 160 series or 180 series endoscope, no endoscopic image was displayed. (B)(4)said a defect in the printed circuit board was the cause of this error and needed to be replaced. Interference fringes were displayed on the endoscopic image due to the video connection. The front of the device was broken. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that no endoscopic image was generated during device inspection. This device was used in combination with an olympus 180 series endoscope. All worked fine as a result of combining this device with an olympus 190 series endoscope. There was no report of patient injury associated with this event.